Event description:
It was reported that during a routine device replacement procedure, the replacement implantable pulse generator (ipg) was unable to properly sense after being connected to the leads. It was noted that prior to connecting the device, the atrial lead was tested through the analyzer, which yielded optimal values. The pacemaker was then connected, and the intrinsic rhythm was never properly sensed. The polarity was adjusted, along with lowering the sensitivity to the lowest values, however, proper sensing was still not observed with the device. The device pacing mode was adjusted and the ipg was pacing without seeing the atrial signals. The physician then moved the atrial lead to another site and all atrial lead measurements through the analyzer were acceptable; then the pacemaker was connected again, and the same sensing issue was observed. The device was then programmed to vvi 30 to determine the patient's escape rhythm and the device did not sense the ventricular signals either, and it was determined there was a sensing issue in both chambers. It was added that although the sensing was inappropriate through the device, the lead measurements were optimal. Then, the old pacemaker was re-connected, which yielded "perfect sensing." The new ipg was connected to the leads again, but the sensing issue was still observed. The physician chose not to implant the ipg and the device was replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The device was returned analyzed and during the analysis of the returned device, the failure on the hybrid disappeared. It was noted analysis confirmed the no sense condition; the stacked chip scale package (scsp) was removed from the hybrid and tested. The failure mode was no longer present and could not be reestablished. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.